Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 365 mg/dl and diabetic ketoacidosis. Reportedly, the customer lost consciousness and went into a coma. The customer was transported via paramedics to the emergency room and was subsequently hospitalized in the intensive care unit. Reportedly, customer was using humalog supplies for over 48 hours with the pump. Bg was treated with intravenous insulin and saline. At the time of report, no information was available regarding the resolution.